Manufacturer narrative:
It was reported that after around 9 months after stent placement, the stent was found being fractured at 1-1.5 cm away from the proximal side of the stent during the endoscopy, and was removed. It is hard to review suspected device's DHR, because the serial no. Was not checked. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the fractured part of the stent was removed, but it was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based on the description, it is assumed that the proximal side of the stent was fractured due the reasons below. The stent that might have been stressed from being placed at an angle for a long time, the stent that might have been stressed during ercp procedure, peristalses and foreign substances such as food and other elements complexly, and the fractured part of the stent (proximal) was removed. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the stent placed on (B)(6) 2020 was found being fractured at 1-1.5 cm away from the proximal side of the stent during the endoscopy because the patient complained of the peptic esophagitis. The fractured part of the stent (proximal side) was nearly falling into the stomach, so it was removed. There is no stenosis and perforation, and no additional stent is placed. Physician's comment: it is hard to consider the peptic esophagitis is caused by the stent placement and have anything to do with the stent fracture. The stent was stressed by being placed for a long time angled along with the duodenum. Also, when the scope was pushed into the duodenum for ercp a while ago, the stent might be stressed at that time. There were no patient complications as a result of this event.